Event description:
The user states the front casters came off of the chair and the chair flipped while crossing a threshold and he fractured his left hip and had to have surgery to have pins put in his hip. The caller states that this happened a couple of months ago.

Manufacturer narrative:
The device received an evaluation. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the front casters from coming loose causing a fall. The caster nuts were all in place on the casters and did not show any damage from coming loose.

Manufacturer narrative:
The underlying cause of the tracer sx5 manual wheelchair front casters detaching could not be determined. The user states that he has had the chair about 6 - 7 months and uses the chair almost all day every day. He states the casters have come loose previously and he tightened them and applied locktite. Per the manual, invacare recommends the caster/fork assembly service be conducted by a qualified service technician, using original invacare services parts. The chair has been returned to invacare and is awaiting further investigation. Once further information becomes available a follow up will be filed.

Event description:
The user states the front casters came off of the chair and the chair flipped while crossing a threshold and he fractured his left hip and had to have surgery to have pins put in his hip. The caller states that this happened a couple of months ago.